Event description:
Reporter alleged obtaining the results of 345 mg/dl and 158 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The patient reported that the infusion device does not properly deliver insulin and she experienced elevated blood glucose of over 200 mg/dl. The issue began on (B)(6) 2010. She has changed the infusion set but her blood glucose remains elevated. She switched to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.